Event description:
User experienced a leak from the analyzer. A fairly large puddle was found underneath the front of the instrument. No patient samples were involved. No one was injured or treated because of the leak. The field service representative determined the rinse nozzle line #3 was leaking and the degasser was causing water to infiltrate the vacuum pump. He replaced the degasser, vacuum pump and repaired the leaking cell rinse line. Performance tests were performed.